Event description:
The device fired properly during a laparoscopic assisted sigmoid colectomy and reloaded without difficulty prior to incident. The staples did not form properly. The result was a large proctotomy. The surgeon chose to once again transect the rectum, this time with another device distal to the rectal defect. The o.r. Time was extended approx an hr. There was no additional pt consequence.